Manufacturer narrative:
Oa manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked by the front and left side corners. A review of the event history log identified system failure force sensor bridge test in the history. Functional testing was performed using the power up process and checked force sensor reading(biomed tool box) test and the device failed the force sensor reading. The root cause of the issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced the plunger assembly and the other affected components.d4 (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a system failure force sensor bridge test. No patient injury was reported.